Event description:
The baxter service technician reported an infusion pump with failure code 7 found during service. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.